Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 6.2 was intermittently not functioned. A field service engineer observed that the pyxibus controller was flashing red leds, and not all lights were illuminated. The pyxibus controller board was replaced. The drawer controller board was tested using a multimeter, and no issues were found. The escort attempted to recover the failed drawer, but it did not open. In the hardware testing application, the drawer was detected but still would not open. Upon opening the back panel, a flashing red light was observed on the pyxibus module control board. The field service engineer replaced the pyxibus module control board, reconnected it, and powered the station back on. No red lights were observed. To test the repair, the escort successfully recovered the drawer and inventoried a medication from the station. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.2 was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.